Event description:
Follow up information identified the patient has been implanted with an intrathecal pain pump thus surgical intervention has been delayed.

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2018 where the ipg was explanted.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent unrelated surgical intervention and did not place the ipg into surgery mode. Since the surgery the ipg was unable to communicate with the patient controller. The patient is not receiving therapy. Troubleshooting was unable to resolve the issue. Surgical intervention is planned for "(B)(6) 2018" to assess this issue.